Event description:
It was reported that balloon rupture occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The target lesion with 80% to 90% stenosis, was located in the mildly tortuous right posterolateral branch. A 2.00mm x 8mm emerge balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres, the balloon burst. The device was successfully removed, and no device fragments left inside the patient's body. Angiography did not show any evidence of calcification. The procedure was completed using an alternate device. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR.: the fg emerge mr, ous 2.00mm x 8mm, balloon catheter was returned for analysis. A visual, tactile and microscopic and leakage analysis was performed on the device. A visual and tactile examination identified multiple hypotube kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the extrusion found no issues. A detailed microscopic examination of the ballon material identified a longitudinal tear 8 mm proximal to the distal tip. A microscopic examination of the markerbands and tip showed no signs damages. Leakage test was performed, and the device was attached to an encore inflation device. However, an inflation attempt was not performed due to the identified tear in the balloon material. Media inspection was performed, and the video provided by the customer showed the balloon positioned over a guide wire inside the right posterolateral branch with a faint trace of contrast coming from the balloon. The low quality of the image does not allow for a precise location of the leak on the balloon.

Event description:
It was reported that balloon rupture occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The target lesion with 80% to 90% stenosis, was located in the mildly tortuous right posterolateral branch. A 2.00mm x 8mm emerge balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres, the balloon burst. The device was successfully removed, and no device fragments left inside the patient's body. Angiography did not show any evidence of calcification. The procedure was completed using an alternate device. There were no patient complications.